Manufacturer narrative:
Mw5157959 an event regarding wear involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported via medwatch mw5157959: please be advised that while investigating an event involving one of our products, noted a potential adverse event regarding a non-competitor product. Email notification received as, "the sales representative learned that the clinic has a legal dispute with a patient who had to undergo an accolade + review for metallosis. No other info, so far. Update 22/july/2024: surgery date: 2009, revision date: 2022 due to severe metallosis.